Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure error was due to faulty patient board set. However, the specific cause of the faulty patient board set was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had a loose connector connection, and images go in and out when wiggling the rectangle scope connector port on the front. The issue was found during preparation for use. The unspecified procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated by olympus. The evaluation confirmed the video connector latch was worn out, causing an unstable image when wiggling the video cable. The device evaluation also found that there was no image with 180 scopes due to a faulty patient board set, there was missing text on the front panel, and the software version is old. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.